Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken connector, the output connector assembly was broken which also caused it to fail its incoming functional testing. It was noted that when the testing was rerun using a troubleshooting output connector assembly, it passed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was returned for repair of its cable connection. The generator was returned to service. No patient complications have been reported as a result of this event.